Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to be confirmed due to broke uf check valve.

Event description:
A user facility biomedical technician (bmt) reported a 2008k2 uf check valve 63 leaked during a patient's hemodialysis (hd) treatment and the machine was pulled. The bmt was unsure of the patient finished treatment. Per bmt there was no patient injury. The bmt stated one of the plastic tabs holding the two halves of the check valve failed and the check valve broke apart. The check valve was replaced to resolve the issue. Upon follow-up, the bmt stated the uf check valve was noticed to have been split apart during the patient's treatment, causing a blood leak. The machine reportedly alarmed appropriately during treatment as a result of the leak. The estimated blood loss (ebl) was unknown. It was unknown if any damage was noted to the uf check valve prior to treatment or what may have attributed to the check valve breaking apart, but stated the machine had passed pre-checks prior to the patient's treatment. The bmt stated it was unknown if the patient was able to complete their treatment following the reported event, and confirmed there was no known patient injury as a result of the reported issue, with no harm or adverse events reported. The bmt stated the machine was replaced with a new check valve, was disinfected and returned to service. A requested sample was no longer available to be returned for evaluation.

Event description:
A user facility biomedical technician (bmt) reported a 2008k2 uf check valve 63 leaked during a patient's hemodialysis (hd) treatment and the machine was pulled. The bmt was unsure of the patient finished treatment. Per bmt there was no patient injury. The bmt stated one of the plastic tabs holding the two halves of the check valve failed and the check valve broke apart. The check valve was replaced to resolve the issue. Upon follow-up, the bmt stated the uf check valve was noticed to have been split apart during the patient's treatment, causing a blood leak. The machine reportedly alarmed appropriately during treatment as a result of the leak. The estimated blood loss (ebl) was unknown. It was unknown if any damage was noted to the uf check valve prior to treatment or what may have attributed to the check valve breaking apart, but stated the machine had passed pre-checks prior to the patient's treatment. The bmt stated it was unknown if the patient was able to complete their treatment following the reported event, and confirmed there was no known patient injury as a result of the reported issue, with no harm or adverse events reported. The bmt stated the machine was replaced with a new check valve, was disinfected and returned to service. A requested sample was no longer available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.